Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited oversensing on the right ventricular (rv) lead. The oversensing did not result in pacing inhibition, however, a revision procedure was performed. The lead was surgically abandoned and replaced. This ICD remains in service. No additional adverse patient effects were reported.